Manufacturer narrative:
Engineering assessment of the returned 46112-05 segment/s affected components confirmed the reported product issue. The report documented there was an insufficient amount of solvent applied at the bonded connections. Additionally, the tubing solvent rings showed the tubing was not fully seated in the tubing luer pockets, there was inadequate insertion depth. Findings: the reported product issue (component separation/leakage) was confirmed. The root cause of the component separation was attributable to the mfg. Assembly/ bonding process. Based on the investigation findings a multi discipline continuous improvement team has been formed to perform in depth analysis and investigation of these types of intermittent assembly bonding issues. A review of the applicable design, materials, and involved manufacturing and equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. Current status: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. Interim measure: ICU medical has implemented 100% nondestructive pull testing and 100% leak testing followed by visual inspection. Current builds reflect these additional heightened testing and inspection processes.

Event description:
Complaint received reporting disconnection issues with use of three (3) 46112-05 transpac arterial safeset IV trifurcated mtg. Kits. It was reported that the 46112-05 kits "tubing above the transducer on the yellow pa port line snap off" and that two 46112-05 kits "..tubing broke at the luer on the distal stopcock .". The 46112-05 monitoring kits were removed and replaced without incident. There were no adverse patient consequences. Device return: three used 46112-05 "partial" segments were returned.